Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be torn and measured to be shortened. Fluid could not flow through the entire fluid path as a result of the shortened cannula. The timing and cause of the shortened cannula is unknown. It could not be determined if this tear contributed to an insulin delivery failure. The pod was received deployed. Download data was not able to be retrieved despite removal of the pcb and connection to a power supply. Without the download data it could not be conclusively determined whether the pod was delivering insulin. The cause of the reported event could not be determined. Corrosion was observed on multiple internal components. No leaks were found during testing that would contribute to the corrosion. It could not be determined if the corrosion contributed to an insulin delivery failure. The exact cause of the observed corrosion could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone17.4. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose levels rose to over 360 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.